Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous right subclavian artery. An 8.0x40x135 cm express ld vascular stent was advanced to treat the lesion. However, the physician had difficulty delivering the stent and it could not reach the lesion due to the tortuosity of the vessel. When the physician retrieved the stent, it was found that the stent was dislodged. The physician had to use a snare to retrieve the dislodged stent and the procedure was ended. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous right subclavian artery. An 8.0x40x135 cm express ld vascular stent was advanced to treat the lesion. However, the physician had difficulty delivering the stent and it could not reach the lesion due to the tortuosity of the vessel. When the physician retrieved the stent, it was found that the stent was dislodged. The physician had to use a snare to retrieve the dislodged stent and the procedure was ended. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual and microscopic examination was performed on the returned device, the following attributes were examined: the delivery system was returned for analysis. The stent was completely detached from the delivery system and also returned for analysis. A visual and microscopic examination was performed on the returned delivery system. The balloon was tightly folded and had not been subjected to positive pressure. No damage or any issues were noted with the balloon material, catheter, tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the returned stent. The stent was detached from the delivery system. Solidified blood was noted on the detached stent. The stent had not been expanded and was still in a crimped position. Stent damage was noted along the length of the stent with the severity of the damage noted at the distal end of the stent. The distal stent was severely compressed and bunched up. No issues were noted with the returned stent that could have contributed to the stent damage identified. No other issues were identified during the product analysis.